Event description:
The physician was performing coil embolization of the gastroduodenal artery (gda) with a renegade hi-flo catheter. The physician reported that during the procedure, the ruby coils became stuck in the catheter. After the doctor switched out the catheter, he successfully used a few more coils without further incident. This MDR is associated with MDR 3005168196-2013-00465.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of.